Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and another manufacturer's cardiac resynchronization therapy defibrillator (crt-d), exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Attempts to obtain additional information were requested, however, no additional information was available. This product remains implanted and in service. No adverse patient effects were reported.